Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00954 thru 3012447612-2018-00971. [MDR mw5080455.pdf].

Event description:
It was reported that a patient has experienced a metal allergy, implant metal flaking, and pain post-operatively. The construct remains implanted. This is report eight of eighteen for this event.

Manufacturer narrative:
Additional information: results and conclusions - the screw was not returned and the device's identity is not available, so an evaluation is unable to be performed. The components are made of titanium in most pedicle screws. However, there are some components made out of cobalt chrome for the translating screws. Since the device identity is unknown, the DHR is unable to be reviewed and there are no clear indications that this device may have contributed to the alleged event. The root cause is unable to be determined with the available information.

Event description:
It was reported that a patient has experienced a metal allergy, implant metal flaking, and pain post-operatively. The construct remains implanted. This is report eight of eighteen for this event.